Event description:
The patient contacted animas on (B)(6) 2012 requesting assistance with changing basal rate in pump. At the time of the call, the patient reported he was hospitalized after obtaining a low blood glucose (bg) of 28 mg/dl. The patient reported that on (B)(6) 2012, he ate breakfast and approximately 1 hour later began vomiting and then passed out. The patient was found by his spouse with the low bg and administered glucagon and then called emergency services. The patient was transported to the ER where he was hospitalized for a couple of days. The patient stated, he was placed on an IV during his hospital stay. At the time of the call, the patient informed customer support that he has a history of gastroparesis and increasing issues with vomiting. The patient reported that his physician has been making adjustments to his insulin and giving sliding scale insulin post meal after incident. At the time of troubleshooting, review of pump history revealed that prior to patient's low bg he had taken 19u of insulin based on ezbg. It is not known if the patient ate his entire meal prior to when he began to vomit. This complaint is being reported because the patient was treated for severe hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.